Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
At the customer site there was an issue found with a speaker malfunction from the mx40. There was no patient involvement.